Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the returned to manufacturer date and additional MFR narrative.

Event description:
Boston scientific received information that the patient called as the power cord was hot to touch. The patient was nearly burnt when the patient unplugged the metal part from the communicator. The company representative verified that a replacement power cord was sent because the first power cord was lost. The company representative opted to send a new communicator.

Event description:
Boston scientific received information that the patient called as the power cord was hot to touch. The patient was nearly burnt when the patient unplugged the metal part from the communicator. The company representative verified that a replacement power cord was sent because the first power cord was lost. The company representative opted to send a new communicator.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the returned to manufacturer date and additional MFR narrative. Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation against the power cord was confirmed. An electrical over stress (eos) most likely caused by the power cord issue.

Event description:
Boston scientific received information that the patient called as the power cord was hot to touch. The patient was nearly burnt when the patient unplugged the metal part from the communicator. The company representative verified that a replacement power cord was sent because the first power cord was lost. The company representative opted to send a new communicator.